Manufacturer narrative:
The hvad controller is a microprocessor unit that controls and manages the hvad system operation. It sends power and operating signals to the blood pump and collects information from the pump. The hvad controller requires two power sources for safe operation. The instructions for use (IFU) and patient manual explain the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. According to the IFU and patient manual, damaged equipment should be reported to the manufacturer and inspected. If the controller is only connected to one power source, the controller will function, but will sound an alarm after twenty seconds. In addition, the user is cautioned to always have a backup controller available and programmed identically to the primary controller. It was reported that a power port was loose on the controller. The controller, (B)(4), was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the device passed functional testing but failed visual inspection due to a loose power port 1 with the o ring gasket still in place, however, the port 1 connector's locknut inside the housing was loose. The power port 2 connector was also found loose with the o ring gasket displaced. The serial port connector was found with signs of contamination and the o ring gasket displaced. Additionally, scratches were observed on the controller's lcd display. The serial port contamination and damaged lcd are additional observations not related to the reported event.  Review of the manufacturing documentation confirmed device initially failed leak test during the assembly of the controller, this is most likely related to the signs of contamination found during visual inspection of the device. The damaged lcd can be attributed to the handling of the device. A possible root cause of the loose connectors may be attributed to a shift in the manufacturing process; an internal investigation has been opened by the supplier to address loose connectors.   Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the hvad system operation. It sends power and operating signals to the blood pump and collects information from the pump. The hvad controller requires two power sources for safe operation. The instructions for use (IFU) and patient manual explain the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. According to the IFU and patient manual, damaged equipment should be reported to the manufacturer and inspected. If the controller is only connected to one power source, the controller will function, but will sound an alarm after twenty seconds. In addition, the user is cautioned to always have a backup controller available and programmed identically to the primary controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Product has been not return.

Event description:
A report was received that the patient's controller had a loose power port which was no longer accepting batteries. The controller was subsequently exchanged with no reported consequence or impact to the patient.